Manufacturer narrative:
Root cause: use error. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump declared multiple intermittent occlusion alarms. Customer's blood glucose reached 600 mg/dl. Customer declined to troubleshoot with tandem technical support. Additionally, the customer delivered a bolus to cover for carbohydrates but did not consume the meal which caused continuous low blood glucose (bg) levels of 29-39 mg/dl. Bg was addressed with glucose tablets.